Event description:
The recipient is reportedly experiencing intermittencies, poor performance and electrode migration. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. The recipient underwent repositioning surgery on february 27, 2020. The electrode array is partially inserted. The recipient will reportedly not pursue revision surgery at this time. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Device testing revealed results within normal limits. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.